Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value over 400 mg/dl and was taken to the hospital. The customer stated the insulin was not delivered to the body, and the blood glucose was increasing. The customer got no alarms. Troubleshooting was performed. The customer reported no symptoms. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was active. The customer was hospitalized overnight and got an IV insulin drip as the treatments for high blood glucose. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The pump passed tone check and vibrate check during self test. Audio/vibrate anomaly was not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No pump/senor anomaly, communication anomaly or calibration anomaly noted. On the smartguard screen, the high setup was selected and activated. The alert on high alarm properly alarmed with audio alert, vibrate alert and the red notification light. Audio/vibrate anomaly/absence of alarm was not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 06:02:49.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) please see the daily total of all insulin delivered on the event date 02-mar-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 274250 (27.425 u) dailytotalofbasalinsulindelivered: 252250 (25.225 u) dailytotalofbolusinsulindelivered: 22000 (2.2 u) there was no auto suspend alarm noted on the event date (B)(6) 2023 in the pump history file. There was a user suspended alarm on the event date (B)(6) 2023 in the pump history file. Please see below. (B)(6) 2023 14:54:24.000 insulindeliverystopped (30) systemtime = (B)(6) 2023 14:54:24.000 reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.(B)(6) 2023 18:55:08.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.